Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient expired. The patient presented for the index procedure in (B)(6) 2009 with stable angina. A 2.25x24mm taxus liberte atom stent was placed in the distal left anterior descending artery in what was described as a "moderate difficulty intervention" resulting in 0% residual stenosis and timi 3 flow. The vessel appeared much larger after completion of the intervention and it was felt this was probably the culprit lesion. It was indicated that the patient had an excellent result from the intervention on the lad. It was noted that in view of his gastrointestinal (gi) problems (unspecified) and requirement for proton pump inhibitor, he would be switched to prasugrel and would continue follow-up as an outpatient. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient experienced a sudden cardiac arrest at home and expired. The patient was pronounced by the coronary and no autopsy was performed. The investigator assessed this event as unrelated to the study device. The death certificate stated the cause of death was sudden unexpected death with apparent condition leading to death of cardiac arrest. However, the study sponsor assessed the event as possibly related to the device.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).